Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for her high blood glucose level of 540 mg/dl. The insulin pump had a crack outside the screen on the left side. Insulin drip wa administered to he while she was at the hospital. She was advised to disconnect from the insulin pump and revert to a back up plan. The product wa returned. Nothing further to report.